Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently, a leak was noted. On an unspecified date, the primary tubing set was connected to the pt's central venous access catheter and was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time, a 10 ml syringe was connected to the distal clave-y site to check for blood return. After blood return was confirmed, the distal clave y-site and tubing were flushed. After the tubing was flushed, a secondary tubing set was connected to the distal clave y-site for the piggyback delivery of vincristine. No specific details were provided. It was reported that five minutes after the delivery was started, the pt's parents called out to the nursing station that the tubing set was leaking. The customer contact reported that the nurse indicated that the center silicone barrier had popped out of the distal clave y-site of the tubing set. It was reported that an unspecified volume of solution appeared to be leaking at the base of the blue casing where it connects to the tubing of the tubing set. The customer contact reported that the nurse turned off the pump, clamped the tubing, and discontinued the therapy. The customer contact indicated that an unspecified volume of solution leaked into the bedsheets and a little onto clothes. It was reported that the linens and the skin surfaces were washed. No specific details were provided. The solution that leaked was cleaned up according to the user facility's protocol. During visual examination at the user facility, it was reported that the distal clave y-site had completely lost the silicone barrier leaving the blunt cannula exposed inside of the outer causing of the clave y-site. The customer contact reported the pt received less medication than intended due to not knowing how much medication the pt actually received; however, there were no reported adverse pt effects. Though requested, no add'l info was provided.